Event description:
The customer reported error code e315 and no image during a pre-use inspection of an olympus colonovideoscope for an unspecified procedure. No patient was involved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.